Event description:
It was reported that the day after implant, it was shown via x-ray that the atrial lead dislodged. The lead was revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.